Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead was initially placed, and subsequently dislodged. The lead was removed and another lead was implanted. Additionally, the right ventricular (rv) lead was initially placed as well, and during an attempt to reposition, the helix was difficult to retract. The lead was removed and inspected, and it was noted that body tissue was wedged into the helix. The physician was unable to remove the tissue, and as a result, the lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.